Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The patient reported an occlusion alarm when the cleo 90 infusion set was used. The patient removed it to check for kinks but none was found. When placing set, one of the sets had the adhesive stuck to the white cap. Patient only saw blood around the connection site. In the process, her blood glucose levels rose to 294mg/dl. Unknown patients condition at this time.

Manufacturer narrative:
After further review of report it was deemed as not reportable due to a duplicate complaint submission to 2183502-2016-01320. (B)(4).